Manufacturer narrative:
The patient plans to return for a proact implantation on the right side once the perforation has healed. Uromedica complaint-(B)(4).

Event description:
Intraoperative bladder perforation (patient's right side) during a proact implantion procedure. The right-side device was not placed. A unilateral implantation was completed succesfully on the patient's left side. The perforation was treated with temporary catheterization.